Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Although requested, a completed questionnaire was not returned. (B)(4).

Event description:
A surgeon reported that one day after an intraocular lens (iol) was implanted, it was noted to have a broken haptic. The lens was exchanged for another lens that same day. The surgeon indicated that there was normal postoperative inflammation with increased intraocular pressure (iol). The inflammation has resolved and the iop decreased. Additional information has been requested.